Manufacturer narrative:
D4: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the air detector; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that air was found in the cassette and that the air alarm was triggered. At the time when the air alarm was triggered, there should have been approximately 30 ml of air in the cassette. Test manipulation with a syringe did not reveal any deficiencies to the balloon. No patient harm/adverse event reported.

Manufacturer narrative:
G4, d4: catalog number, serial number, UDI number unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.